Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging black marks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
There is insufficient information in this complaint to determine the malfunction. The user in (B)(4) alleged a deficiency in the device, which was found prior to testing blood glucose. There is no allegation of any injury or medical attention.